Manufacturer narrative:
During service, the autopulse platform (sn 21466) displayed user advisory (ua)45 (not at "home" position after power-on/restart) and ua02 (compression tracking error) messages. In addition, the load cell reading kept fluctuating. The observed ua45 and ua02 were found to be caused by the failed integrated encoder gearbox, likely attributed to the age of the autopulse platform. The observed load cell reading fluctuation was caused by a failed load cell. The cracked top cover and a load cell failure were likely attributed to mishandling, such as a drop, or the age of the autopulse platform. The autopulse platform was manufactured in 2014 and is nine years old, well past the expected serviceable life of five years. Upon visual inspection, one of the head restraints on the top cover was found to be detached, and a large crack was noted on the front enclosure, likely attributed to user mishandling, such as a drop. Missing or detached head restraints do not render the autopulse platform non-functional. The head restraint wire could have been cut to free the patient from the platform, or the user could have been lifting the platform by holding the head restraints. The platform is nine years old; therefore, the contribution of aging could not be ruled out. The integrated encoder gearbox and the load cell needs to be replaced to address the observed uas and load cell reading fluctuation. The top cover and front enclosure need to be replaced to address the observed physical damages. Zoll is awaiting customer approval for service repair. Historical complaints were reviewed for service information related to the reported complaint, and no similar complaint was reported for the autopulse platform with sn (B)(4).

Event description:
During servicing on (B)(6) 2023, the autopulse platform (sn (B)(4)) displayed user advisory (ua)45 (not at "home" position after power-on/restart) and ua02 (compression tracking error) messages. In addition, the load cell reading kept fluctuating. No patient involvement.